Event description:
It was reported that there was an issue during the procedure. No patient consequence reported. No additional info provided.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please clarify how was an ¿issue during procedure¿. Did device not feed clips? No. Did device feed clips sideways? Not reported. Did device not fire clips (jammed)? No. Did device fire malformed clips? Yes. Did device fire scissored clips? Unk. Did device drop or eject clips? Yes. If other, please specify - didn't properly close around tissue an fell out. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.